Event description:
A pt reported blood glucose results of 9.2 mmol/l with a lifescan meter and 7.4 mmol/l on a lab device, performed within 10 mins of each other. Between the tests there was an intervention that would be expected to change the blood glucose.